Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12453. Related manufacturer reference number: 1627487-2019-12457. It was reported the patient was experiencing ineffective therapy. Reportedly patient had no trauma and never had therapy. Surgical intervention to remove system was undertaken. As patient is no longer implanted with abbott devices, abbott representatives no longer have access to the patient. For this reason, additional information is unavailable.